Event description:
A malfunction alarm was reported for the pump, which was within warranty. There was no adverse impact to the customer¿s blood glucose level. The customer opted for multiple daily injections as a backup therapy, and the pump was replaced by the technical support team.